Event description:
Catheter was inserted to subclavian vein (44 cm internal; 5 cm external) nineteen days later, catheter hub broke while pt was sleeping. (Catheter was dressed using tegaderm and tape strips.) Pt set hub aside and went back to sleep. In morning, discovered catheter missing. Successfully removed in right/left pulmonary artery in hosp. Pt is fine.